Event description:
It was reported that the customer was in the emergency room due to diabetes ketoacidosis and high blood glucose over 600mg/dl. The caller was unsure if the customer was involved in a vehicle accident. Troubleshooting was declined as customer did not feel well to test the insulin pump and call back to provide more details on the event. Attempted to contact the customer several times without results. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.